Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies on the pump. The customer's blood glucose (bg) level was 507 mg/dl and an insulin injection was used to address the bg level. Tandem technical support had the customer perform a system check and the infusion set site appeared to be the cause of the occlusion. Reportedly, the customer had been using apidra in the cartridge.